Event description:
Additional information was received from the patient on 2021-jun-14. They reported that they had met with a manufacturer representative (rep) at their health care professional (hcp) office on (B)(6) 2021 regarding their therapy concerns and increased amplitude. The patient increased their amplitude to 1.7 but they were still going to the bathroom every half hour. It was confirmed that the therapy was on, however the patient had been told not to change programs so the patient stated that they¿d like to speak to the rep as they wouldn¿t have another hcp appointment until august. Patient services sent an email to the rep explaining that the patient had not had any improvement in urinary symptoms and requested that the rep reach out to the patient. The rep replied that same day to report that they had reached out to the patient. On (B)(6) 2021, the patient reported that they were trying to increase stimulation because they didn¿t feel it was helping their bladder symptoms. The patient stated they were going to the bathroom every hour or less and stated they had spoken to the manufacturer representative (rep) who had helped them change from program 1 to 2 but that it still didn¿t seem to be helping. After syncing with the implant, the patient reported when increasing stimulation, they were seeing the turn therapy on message. After turning the stimulation back on, the patient was able to successfully increase and decided to leave stimulation where it was, at 1.4v on program 2. The patient was going to assess symptoms now that stimulation had been turned back on. Patient services reviewed increasing if the symptoms didn¿t improve and a possible program change if the patient continued having issues after increasing.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. The patient reported they had tried working with the rep to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The health care physician (hcp) called for compatibility for an unrelated MRI of the patient¿s knee and reported that the patient had mentioned that the stimulator had ¿not worked since the battery was replaced.¿ the caller was unable to provide any further clarification. MRI compatibility information was reviewed, there were no symptoms reported and there were no further complications reported.